Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: 9242157; additional expiration date: 2020-08-31. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional manufacture date: 2019-08-30.

Event description:
It was reported that an unspecified bd tube sst had air bubbles in the gel. The following information was provided by the initial reporter: "lakes campus. We¿ve had a spate of marketed sst tubes that have voids and bubbles in the gel. The tubes in this instance were sterilized twice using the maximum dose allowed in the IFU. Further, they underwent ¿accelerated aging¿ that may or may not have been the cause of the voids. Should we submit a report via the standard complaint process?"

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel airbubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Event description:
It was reported that an unspecified bd tube sst had air bubbles in the gel. The following information was provided by the initial reporter: "lakes campus. We¿ve had a spate of marketed sst tubes that have voids and bubbles in the gel. The tubes in this instance were sterilized twice using the maximum dose allowed in the IFU. Further, they underwent ¿accelerated aging¿ that may or may not have been the cause of the voids. Should we submit a report via the standard complaint process?"